Event description:
The account reported that a laser vision correction patient had surgery on (B)(6) 2022 and had a vertical gas break through (vgb) on the right (od eye. The surgery was completed successfully on the same visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). No additional information was provided. Pre-op bcva 20/20. Post-op bcva 20/20.

Manufacturer narrative:
Patient weight was requested. However, it was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: the field service visit was not included in the initial report. Device evaluation: the system was evaluated by a field service engineer (fse) after the event. Fse adjusted encoder transition, updated z cal to correct issue. Verified z cal and cut gel to verify thickness. System meets jnj specifications. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency as the system only required minor adjustments and calibrations. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.